Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the distal tip or suture. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The main coil had stretched and the main coil was found to be broken as well. Functional testing could not be performed due to the damaged condition of the returned coil. The main coil was separated from the delivery wire and had possibly partially detached, but did not fully detach due to the observed damages. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.